Manufacturer narrative:
Pump received with minor scratched display window. Unit received cracked case display window corner. Unit received with broken battery tube threads. Pump received with cracked reservoir tube lip. Pump received with peeling keypad overlay. (B)(4).

Event description:
It was reported that customer accidentally dropped insulin pump on floor causing pump to crack and break in some areas, buttons are not functioning as well. No further information provided.